Event description:
Device report from germany reports an event as follows: it was reported that following a procedure on (B)(6) 2023, it was discovered that an extraction instrument was defective and a wrench was fractured. There was no patient involvement. This report is for a helical blade/screw extractor. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.030. Lot: 58p8817. Manufacturing site: haegendorf. Release to warehouse date: 18 june 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that helical blade/screw extractor had no defect found with the evidence provided. The allegation of broken cannot be confirmed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that helical blade/screw extractor was received in assemble condition with the matting device tfna helical blade perf l70 tan with signs of normal usage. A dimensional inspection for the helical blade/screw extractor was not performed due to the device was received in assemble condition. A functional test was performed to attempt disassemble the devices. However, they were jammed. The complaint condition was able to be replicated since the devices were stuck. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the helical blade/screw extractor would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The source controlled drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.